Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had been experiencing high blood glucose levels due to air bubbles in the tubing and reservoir. The customer's blood glucose level during the incident was 500 mg/dl. The approximate size of the air bubbles were an eighth of an inch in width. There were multiple air bubbles. Troubleshooting was performed and the air bubbles were removed. The customer also reported that they had experienced a high blood glucose level of 430 mg/dl in the morning. Their current blood glucose level was 138 mg/dl. The blood glucose came down after changing the infusion set and taking an insulin shot. After troubleshooting was performed for the high blood glucose the customer was advised to monitor the insulin pump and to call back if issue continues. The product will not return for analysis.